Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation revealed out of range impedance measurement. Loss of left and right ventricular capture was also observed. An x-ray showed no signs of lead movement.